Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a blurry image due to a broken objective lens. A slightly bent outer tube was also found. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "ultra", had a broken lens. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the customer reportable event was confirmed by olympus, and the determined error patterns indicated that the cause for the described issues was excessive use. Olympus will continue to monitor field performance for this device.